Manufacturer narrative:
(B)(4). Batch # m54c1j. The analysis results showed that one gst60w reload was received unfired. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4) date sent: 12/16/2015 batch # ni. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided, m4hw44, indicates an ecr45g cartridge instead of the reported gst60w. Is the correct product code ecr45g? If no, do you have the correct lot/batch number? Can you please clarify when the staples fell from the reload? Did the staples fall from the reload before firing? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastric bypass procedure, during anastomosis, staples fall from reload. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.